Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited jumpy impedances with changes of more than 500 ohms on the non-boston scientific right atrial (ra) lead. The impedance jumps have been occurring over the last year; however, the impedance has never gone over 1,200 ohms. Additionally, the right ventricular (rv) lead recently started exhibiting jumpy impedances and there have been two lead safety switches (lss) on the rv lead due to high out of range pace impedance. After the lss occurred, there were episodes due to oversensing of myopotentials while in the unipolar configuration. The patient is not pacemaker dependent. The noise and jumps in impedance could not be reproduced in office. Boston scientific technical services (ts) recommended some reprogramming options. This product remains in service. No adverse patient effects were reported.